Manufacturer narrative:
Per tandem¿s user guide: ¿if the feature lock is turned on, the quick bolus feature is automatically disabled. Inadvertent screen taps, button presses, or tampering with the insulin pump could result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose which could result in serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experience a high blood glucose (bg) of 552 mg/dl. Reportedly, customer had inadvertently turned on feature lock which prevented customer from being able to deliver a bolus. Customer disabled the feature lock and administered a manual injection to address the issue. Additionally, the wake button was unresponsive. During troubleshooting with tandem technical support, the button was performing as intended. Reportedly, the customer continued to use the pump for insulin therapy.